Event description:
It was reported that the head of surgery stated that during surgery a suction probe did not function sufficiently enough during the suction procedure, because it got stuck with the result that it was not possible to carry out the suction with the device. It was further reported that the surgery was successfully completed by using a replacement suction probe without any impairment to the patient despite a prolongation of no longer than two minutes.

Manufacturer narrative:
Additional information will be provided once investigation is completed.